Manufacturer narrative:
The explanted device has been returned to the MFR for analysis which is on going and incomplete at the time of this report. A follow up report will be sent when the analysis results become available.

Event description:
MFR's rep reported the pt experienced increased pain. The pt was receiving 3.288mg/day of intrathecal morphine sulfate 15mg/ml. A pump rotor study was done and showed "the rotor did not move at all." The morphine pump was subsequently explanted after an implant duration of approx 39 months and replaced with a new synchromed ii due to "possible rotor stall".